Event description:
It was reported that the mobile power unit (mpu) battery holder had a corroded contact slot. The yellow battery light illuminated.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of a corroded contact slot in the mobile power unit (mpu) battery compartment was confirmed. The mobile power unit (mpu) was evaluated at the european distribution center (edc) and corrosion was found on one of the contact springs for the aa batteries in the mpu battery compartment. During testing, a yellow battery alarm activated upon powering the mpu on. The battery compartment was replaced. A full functional checkout was then performed and the unit passed all tests. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the replace mobile power unit (mpu) batteries alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU (rev. G) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. G) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Heartmate 3 IFU (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit (mpu). Heartmate 3 patient handbook (rev. G) and section 10 and heartmate 3 IFU (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) and heartmate 3 IFU (rev. G) section 3 ¿powering the system¿ explains the various ways to power the system, including the operation of the mpu. This section informs the user of how to insert or replace the mpu batteries. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.